Event description:
It was reported that the suture broke postoperatively. Pt returned for a re-operation one month later due to an unstable sternum. Suture wires were found broken and retrieved from pt. No pt consequences have been reported.